Event description:
Boston scientific received information that this lead was explanted. The patient was seen by a physician while on vacation and since the pocket wasn't healing properly, the physician tried to stitch the pocket closed. It is believed that this lead was pierced during that procedure. While in a pocket revision with the patient's following physician, even though this lead was functioning properly, it was decided to replace it because of the visible damage. No adverse patient events were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available